Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that the transmitter keeps losing signal and had sensor signal not found, cannot find sensor signal and sensor updating. The customer¿s blood glucose was 36mg/dl. The customer declined trouble shooting. The insulin pump will not be returned for analysis.